Event description:
Unable to interrogate the device. Normal communication methodology was implored but to no avail. Three special resets were attempted but not successful. In 2005 guidant representative phoned stating this device was explanted (date unknown) and replaced with a guidant device.

Event description:
Unable to interrogate the device. Normal communication methodolgy was implored but to no avail. Three special resets were attemtpted but not successful. 03-23-05 guidant representative phoned stating this device was explanted (date unknown) and replaced with a guidant device.